Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increase in pacing impedance measurements from 1124 ohms (on october 28, 2004) to 2522 ohm (on december 6, 2004). In addition, there was an increase in the pacing threshold from 1.2 v (in june 2004) up to 3.5 v @ 0.4 ms (on december 6, 2004). The shocking lead impedance measurement is within normal limits; however, it is slowly trending upwards.